Event description:
It was reported that during da vinci-assisted surgical procedure, the prograsp forceps instrument could not be opened. The procedure was completed with no patient harm.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a derailed grip cable from its normal position at the distal idler pulley. As a result, the can no longer open/close properly upon manual input of the disk knobs. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Also, the instrument was also found to have a frayed grip cable at the distal idler pulley. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The instrument was found to have various light scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.04¿ - 0.24¿ in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. Isi followed up and confirmed that the visual inspection has taken place. No, there was no clearly visible damage. An attempt was made to open the instrument in situ. As the instrument could not be opened, there was no tissue contact. No, there was no tissue contact.

Event description:
Refer to h10/h11 for follow-up information.